Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The area representative reported "the technician was not holding the handle properly when being passed through the endoscope and I [dm] believe she deployed the clips as the catheter was being passed through the endoscope." This may have directly contributed to the observation by the user. The system preparation section of the instructions for use include the following: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Caution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." The instructions for use include the following precaution: "endoscope must remain as straight as possible when inserting or withdrawing device." The instructions for use also state: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope or colonoscope. Caution: holding handle spool during advancement may prematurely deploy clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the technician was not holding the handle spool properly, the cook representative (district manager) performed an in-service with the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a colonoscopy procedure, the physician used a cook instinct endoscopic hemoclip. As reported to customer relations: ¿when the devices came out of the endoscope, the clips were not attached to the catheter (they fell off) [detached inside endoscope]. The customer got the seventh device to work successfully. The district manager (dm) believes this was user error, and he has already done an in-service session with the customer. The event occurred last week (unsure what day) [(B)(6) 2018].¿ (see related MDR 1037905-2018-00243 and MDR 1037905-2018-00244.) The following additional information was received on 05/16/2018: the clips were in the closed position when they came out of the endoscope. The clips were simply not attached to the catheter when the catheter exited the distal end of the endoscope. The technician was not holding the handle properly when being passed through the endoscope and I [dm] believe she deployed the clips as the catheter was being passed through the endoscope. The closed, detached, free-floating clips were not retrieved and the patient passed them.